Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was nearing end of life. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective stimulation post operatively and the issue is resolved.